Event description:
Pt's spouse reports patient was able to press pca prior to 6 minute lockout and medication delivered as early as 4 minutes. Settings on pump reverified and were correct to the order of a 6 minute lockout. Pump was taken out of service and switched to a new pca pump. Pump logs were verified by clinical engineering that corroborated bedside observations. This is an extremely dangerous device error, with high potential for serious harm or death. FDA safety report ID# (B)(4).